Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during pumping. Also, it was noted that multiple minimum fill notifications occurred when the cartridge was filled with 300 units. It was noted that a cartridge alarm 5 occurred during the load process. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.